Event description:
It was reported that "the catheter got torn during the procedure". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The reported lot number (16f22l0062) matches the lot number on the returned original packaging pouch/label. Returned for investigation was a 5fr. 80cm berman catheter with the original packaging pouch. The sample was returned in the ups shipping box and was in a sealed ziploc bag. Upon return, the catheter body was immediately noted ruptured near the junction hub; the body was noted ruptured from approximately 88.5cm to 89cm from the distal tip of the catheter. The supplied control stroke syringe was noted connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned syringe. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. Upon microscopic inspection, a wrinkle was noted on the balloon surface. No condensation was noted within the inflation lumen extension line. No contrast media was noted within the injection lumen extension line. Dried blood was noted on the exterior surfaces of the returned sample. No other damage or abnormalities were noted. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4mm. The other side measured approximately 4mm. The balloon did meet specifications per graphic I-07135-003e rev. 00 of radius ratio less than or equal to 2.0. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per specification I-07135-003e rev. 00. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The ruptured catheter body did not result in damage to the inflation lumen. The catheter's injection lumen was aspirated/flushed , and air was noted leaking from the ruptured catheter body. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter got torn during the procedure" is confirmed. The catheter body was found ruptured near the junction hub during visual inspection of the returned sample. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the catheter got torn during the procedure". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".